Event description:
The user facility reported their unit was leaking water onto the floor. An employee slipped on the water and bruised her knee. The employee did not seek medical treatment and continued working without limitation. No procedural delays/cancellations were reported.

Manufacturer narrative:
Contrary to the reported event, the sterilizer was not leaking water. A steris service technician arrived at the facility and found the water on the floor was a result of the facility's in-house floor drain which was clogged. The clogged floor drain did not allow water to sufficiently drain, which eventually caused water to leak out onto the floor. The technician discussed the clogged drain with the user facility's technician who confirmed he would address the drain issue. The unit was installed in february 2006 and is currently under a steris service contract. The last pm was performed on october 1, 2013 at which time the unit was confirmed to be operating to specification.